Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good haemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case the exact cause of the apex bleed cannot be determined. However, it is possible patient and procedural factors [complex medical history, increased inr level (5.0), and intra-procedural medications] contributed to the events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, one day post tavr the patient¿s suffered an apex bleed. The bleed was surgically repaired, however the patient expired. The cause of death was alveoli hemorrhage due to aggressive CPR. Per report, this patient had a history of child class b liver failure with ascites that had been drained weekly. Tee was avoided during the tavr procedure as to not start any unnecessary bleeding, he had known varices. The 26mm valve was delivered via transapical approach without incident. The apex appeared very stable upon closing post valve deployment. When the field clinical specialist returned to the hospital one week post tavr she was informed the patient expired the one day post procedure. He had a code called on him that evening, the surgeon reopened his transapical access site and noticed the apex was bleeding; his inr was 5.0. The apex was repaired, he returned to the ICU and died the next morning when he coded again. He had a total of two episodes of CPR which resulted in significant bleeding in the lungs.